Manufacturer narrative:
Other applicable components are: product ID: 3587a, lot# lb6193, implanted: (B)(6) 2003, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had to turn the device off on (B)(6) 2016 because she had a lot of pain in her back where the ¿paddle¿ is and she has never had this pain before. The patient was having chest pain. On (B)(6) 2016, the patient was sick with pancreatitis and had been throwing up (vomiting). She was worried that she ¿ripped¿ the paddle. The pancreatitis was noted to be unrelated to the device or therapy.

Event description:
Additional information was received from the consumer. It was reported that the patient started out with chest pain on (B)(6) 2016. The previous statement of the patient being worried that she ¿repped¿ the paddle lead had been updated to ¿ripped.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.